Event description:
On (B)(6) 2017, additional information was received from a foreign healthcare professional (hcp) via novartis. The narrative reported by novartis was updated to the following; the patient received baclofen (unknown manufacturer) for the treatment of an unknown indication from an unknown start date (nearly 9 years) at a dose from 0 to 600 mcg/day. The healthcare professional (hcp) also reported that the last fill was performed on (B)(6) 2017 and during the start of the infusion from the new mixture ((B)(6) 2017). The patient also received lioresal intrathecal (baclofen) 10 mg/5 ml for the treatment of tetraparesis after injury (cervical fracture) form 10 years ago at a dose of 250 mcg/day (route: intrathecal). On (B)(6) 2017, the patient developed spasticity. The hcp reported that the spasticity was in all the body and of significant degree. The patient discontinued the medication and 2 to 3 hours later, their condition was improving. On (B)(6) 2017, therapy with lioresal was temporarily interrupted and therapy with baclofen was discontinued. On the same day, the adverse reaction spasticity ended (complete recovery). The hcp reported that the muscle spasticity occurred during the infusion and as long as the infusion was interrupted, the event was recovered. On (B)(6) 2017, the patient reported difficulty in swallowing after the injection (dysphagia). It was reported that the hcp needed to receive further information regarding that log as they considered it as a potential technical issue. The patient was prescribed diazepam after the event in case of need (no need till now as reported). The outcome of the event dysphagia was complete recovery. The seriousness of the event spasticity was reported as serious (life threatening) by a health authority and for other event it was not reported. The causality of the events muscle spasticity and dysphagia were not reported. The seriousness of the event dysphagia was upgraded to serious (medically significant) based on the information available in the source document. The case was lost to follow up after follow up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-feb-03, information was received from a foreign healthcare professional (hcp) via novartis regarding a patient receiving lioresal (10/5 mg/ml at a dose of 250 mcg/day) via an implantable pump for severe tetraparesis after injury (cervical fracture). On (B)(6) 2017, the patient developed spasticity. The hcp reported that the spasticity was in all the body and of significant degree. On (B)(6) 2017, the adverse reaction spasticity ended and the outcome was reported as recovering/resolving. On (B)(6) 2017, the patient reported difficulty swallowing after the injection (dysphagia). It was reported that the hcp needed to receive further information regarding the lot as they considered it as a potential technical issue. The patient discontinued the medication and 2-3 hours later, their condition was improving. The event was finally completely recovered. The hcp reported the patient would permanently discontinue the medication. The seriousness of the event spasticity was reported as serious (life-threatening) by the health authority and for the other event it was not reported. The causality of the events muscle spasticity and dysphagia were not reported. The seriousness of the event dysphagia was upgraded to serious (medically significant) based on the information available in the source document.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.